Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2022, the patient received an alert to replace the sensor now, with no other prior alerts. He was hallucinating, could not walk and was ¿fairly conscious,¿ so his wife called for an ambulance, and he was taken to the hospital. It was reported that before going to the hospital, the continuous glucose monitoring (cgm) was not working; it was providing no readings at that time, and they were not able to check the blood glucose (bg). When he arrived at the hospital the nurse tested him, and his blood glucose was at 1025 mg/dl. He was admitted to the intensive care unit (ICU) and was discharged after seven days. He was unable to remember what treatment medications were provided in the hospital. At the time of the report the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.